Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Nineteen (19) devices were received for evaluation. Twelve (12) events were duplicated during testing. Two (2) events were not duplicated; however, the devices were found to be outside of specifications. Four (4) devices were found to have a shattered bearing, corrosion and debris. One (1) device was found to be affected by debris and a shattered bearing. Two (2) devices were found to have debris and a breakdown in lubrication. Four (4) devices were found to have corrosion and debris. One (1) device was found to have corrosion. Two (2) devices were found to have a shattered bearing. One (1) device was found to be affected by debris. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. Two (2) device evaluations are in progress. One (1) device is available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 20 malfunction events, in which the device overheated. Sixteen (16) reported events had no patient involvement; no patient impact. One (1) reported event had patient involvement with no patient impact. Two (2) reported events had no known patient involvement or patient impact. One (1) reported event had patient involvement; patient was burned; however, no other adverse consequences are known.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation. Two events were not duplicated; however, the devices were found to be outside of specifications. One device was found to have corrosion. One device was found to be affected by debris. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use. Correction: one device was expected for evaluation; however, the device was not received.

Event description:
This report summarizes 20 malfunction events, in which the device overheated. Sixteen reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact. Two reported events had no known patient involvement or patient impact. One reported event had patient involvement; patient was burned; however, no other adverse consequences are known.